Manufacturer narrative:
Upon receipt, device analysis found the setscrew was stuck to the wrench tip due to an incorrect insertion of the wrench tip into the setscrew inset. The corners of the wrench tip were found wedged down into the inset walls of the setscrew causing the setscrew and wrench to be stuck together. With correct wrench insertion where the corners and sides of the wrench tip are aligned with the corners and sides of the inset, the wrench fully inserted into the inset, the setscrew was tightened, and it was removed from the setscrew as intended with no anomalies. The cause of the reported event was most likely related to the user¿s use of the torque wrench.

Event description:
During device replacement, the set screw could not be tightened. The device was replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During device replacement after insterting lead pin into the connector physician inserted torque wrench into the setscrew and screw remained at the end of the torque wrench. Physician had to use another device. During device replacement, the set screw could not be tightened. The device was replaced to resolve the event. The patient was stable with no consequences.